Event description:
The device was used during a "gastric tube". On the third firing, dr could not fire the instrument. There was no consequence to the pt.

Manufacturer narrative:
D6: information unavailable.based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident to occur. The instrument was returned with the lubrication partially removed. The force to fire the instrument was measured and found to be higher than the mfg requirements. This was due to the lubrication being partially removed from the instrument. The force to fire data during mfg was retrieved and found to be conforming, indicating that the force to fire the instruments was acceptable for the production batch upon shipment. It could not be ascertained as if the lubrication had been removed before, during or after surgery. Mfg and engineering have been notified of the reported incident.